Manufacturer narrative:
Age, weight and ethnicity: unknown/not provided. Explant date: not applicable, as the lens remains implanted. Initial reporter address: unknown/not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as the lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that iol had broken piece after it was inserted into the patient's eye. The broken piece was removed intraoperatively but the iol remained in the patient's eye as it had entered the middle of the vitreous cavity. There was no delay in treatment or further interventions reported. No further information was available.